Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: (B)(4). It was reported that following a trial implant on (B)(6) 2019, the patient experienced a significant amount of pain in their legs and later began experiencing increased weakness in their left leg. The leads were explanted on (B)(6) 2019 and an MRI revealed an epidural hematoma. The patient's family decided to not have the hematoma removed and the patient passed away on (B)(6) 2019.